Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that experienced a failure code 812:00 was confirmed during product evaluation by baxter quality engineering. No assignable cause was determine by baxter quality engineering, as this device has been identified as a stay-in device. No repairs were made at this time. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced a failure code 812:00. This event occurred upon power-up. Engineering review of the device event history confirmed this condition. It was determined by baxter quality engineering that the reported condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.